Event description:
The customer received a control result of 80mg/dl on the contour next ez meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The customer was asked to return the test strips for evaluation. New strips, meter and control were sent to the customer.